Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump declared a cartridge alarm (cartridge alarm 25). Upon reloading the cartridge, a cartridge alarm (cartridge alarm 1) occurred. Customer's blood glucose was 267 mg/dl. Customer changed the cartridge and insulin was resumed successfully.